Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus hmi results 1st sampling: non-conform: sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: sphingobacterium mult vorum, micrococcaceae, staphylococcus epidermidis, brevundimonas sp, bacillus cereus/thuringiensis/mycoides, cellulosimicrobium cellulans, coagulase negative staphylococci, staphylococcus capitis, stenotrophomonas acidaminiphila, cellulosimicrobium funkei. Olympus hmi results 2nd sampling: non-conform: sampling date:(B)(6) 2025 sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: cellulosimicrobium cellulans, pseudalkalibacillus sp, roseomonas species, cellulosimicrobium funkei, bacillus licheniformis, stenotrophomonas acidaminiphila. Olympus hmi results 3rd sampling: conform: sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: bacillus species, paenibacillus sp. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed: based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 for 11 colony forming units (cfus) of sphingobacterium multivorum, 3 cfu of brevundimonas sp, 17 cfu of cellulosimicrobium cellulans, 80 cfu of stenotrophomonas acidaminiphila and cellulosimicrobium funkei. The device was tested again on (B)(6) 2025 with 7 cfu of cellulosimicrobium cellulans and pseudalkalibacillus sp, 69 cfu of cellulosimicrobium funkei. However,t he device was tested again on (B)(6) 2025 a total of 3 cfu of an unknown microbial bacteria species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additionally, it was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water (a/w) cylinder, tube, suction cylinder, jet tube, channel tube. There was no patient involvement.